Event description:
The physician was using a zinger guidewire during a procedure to treat an obstructed rca lesion with 60% stenosis and moderate calcification. The artery was dilated with a sprinter legend balloon, and a resolute integrity drug-eluting stent was implanted. The vessel was then dilated again with another sprinter legend balloon and two additional resolute integrity drug-eluting stents were implanted. When attempting to retrieve the system and extract the guidewire, it was observed that the tip of the guidewire coil was deformed and turned into a pretzel-like shape making removal difficult. It was reported that the guidewire was deformed and offered little support at the tip or coil when it was positioned inside the rca. No patient injury was reported.

Event description:
Additional information: no torque handle was used. The wire wasn't trapped during the procedure. Patient anatomy wasn't tortuous device evaluation: one zinger guide wire was returned for evaluation. As received the wire is damaged at the distal tip. The distal two cm of the wire is coiled. The distal and proximal bonds are intact.

Event description:
Cine image review: a review of the cine images showed that a very good result was achieved in a heavily diseased and calcified rca albeit with many stents. It was observed that the soft tip zinger wire was allowed to track distally and has become deformed. The tip being atraumatic allows for this sort of deformity without consequence. The zinger wire performed well and was extracted without the loss of the tip. Review of the images did not indicate a manufacturing defect.

Manufacturer narrative:
Evaluation, results: (no conclusion available ¿ device not returned for evaluation). Conclusions: unable to confirm complaint (no conclusion available ¿ device not returned for evaluation); (no device received for evaluation). (B)(4).

Manufacturer narrative:
Results, conclusion: the distal two cm of the wire is coiled and damaged. Evaluation of the returned device indicates that the wire became trapped and then rotated resulting in the reported damage. However as the account has confirmed that this did not occur, the root cause is undetermined.